Event description:
A facility paramedic was using the device for routine pt monitoring. Reportedly device power spontaneously shut off. The operator powered the device back on and the device was used without further incident. The reporter indicated there were no adverse affects to pt care due to continued device use.